Manufacturer narrative:
A ge service representative performed an on site investigation. The contact cable was repaired between the c-arm and the workstation. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to display images. No report of patient injury.